Event description:
False positive result (s). Adding to slew of false positive stories here. Took this test, and it showed positive. We cancelled a bunch of things, including lunch (outdoors) with grandparents, which could be the last opportunity we ever have to see them, and spent the whole day running around trying to find anywhere I could get a pcr test to confirm. Finally got a rapid pcr test later in the same day, and it came back negative.